Manufacturer narrative:
(B)(4). The serial number for the pump was originally reported as (B)(4). The correct serial number is (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the battery was no lasting as long. No additional information was available. Several attempts by the customer support to follow-up with the reporter on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.